Event description:
During surgery, lap sponge became unraveled. Green thread which holds sponge together separated allowing small green pouch containing rf capsule to become free. Pouch was removed from sterile field.